Manufacturer narrative:
(B)(4). Date sent: 08/04/2021. Received information from counsel that the surgeon indicated he used a tlc75 during this surgery. H6: health effect ¿ clinical code = procedural complications (e21). H6: health effect ¿ clinical code = gastrointestinal system (e10).

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via: litigation that patient underwent successful laparoscopic subtotal colectomy and was discharged from hospital on post op day 3. It was further reported that patient returned to hospital with symptoms of leak on post op day 6. Surgeon performed exploratory laparotomy and noted presence of small bowel contents in patient¿s peritoneal cavity and succus emanating from ¿candy cane tip with staple line transected with a blue loaded stapler.¿ patient¿s anastomosis was intact. It is further reported ¿there was a hole in the blue loaded stapler line used to close the bowel opening.¿ surgeon placed two percutaneous drains in patient¿s abdomen to relieve excess fluid. Patient was given an ileostomy and current condition of patient unknown.